Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated an unspecified alarm. The customer¿s blood glucose was 134(mg/dl). No additional information regarding the alarm was provided by the customer. Review of the pump data logs found no alarm was declared, however, the customer maintained that the pump indicated an unspecified alarm. Reportedly the customer continued to use the pump for insulin therapy.